Event description:
Patient reported they were recommended by their dentist to see an orthodontist to consult with regarding comprehensive orthodontic treatment, which includes interproximal stripping of the mandibular anterior teeth. The patient's mandiblular anteriors are still crowded and out of alignment. A letter of recommendation provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.